Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter remained in the air/water nozzle. In addition, as a result of analyzing the components of the foreign matter, it was found to be silicon rubber. It is likely that the foreign matter originated from products made of rubber materials (packings for air and water supply buttons and tubes used for cleaning), but the cause could not be determined because of the wide range of origins. It is likely that part of the product peeled off due to aging deterioration of the accessories used for reprocessing, etc., and entered the air and water supply pipes, leading to nozzle clogging. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for this phenomenon is described in the instruction manual (operation) as follows: "[3.3 endoscope inspection] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [3.8 inspection of function in combination with related equipment] [checking the cleaning function of the objective lens surface] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image. [Drainage check] 1. If you block the hole of the air/water supply button with your finger, the air will come out and the residual water on the surface of the objective lens will be removed. Make sure the endoscopic image can be seen clearly." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, scratches and chips found throughout the device, and due to clogging of nozzle, water removal ability does not meet specifications. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor air and water supply, sectioning implementation during inspection for use. During inspection and evaluation, a foreign object was in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.